Event description:
Noted leakage between stopcock and ra (right atrium) pigtail on swan ganz (sg) catheter tubing. All connections checked and stopcocks tightly screwed. Leakage definitely on the ra pigtail tubing new tubing sg catheter tubing but found the same defect on the new sg catheter tubing. Chose anther sg catheter and finally no leakage.